Manufacturer narrative:
Approximate date, only month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that a patient can't charge his implant. Patient said that he had repositioned the antenna and dial and nothing had helped. Troubleshooting could not be performed due to lack of access to product. No further complications were reported. No patient symptoms were reported.